Event description:
The customer reported that a pt had a second procedure to remove a fiber from the os about 2 weeks ago. The original surgery was in 2009. The surgeon did not retain the removed fiber. The surgeon stated "he thinks the fibers are coming from the 4x4's" within the custom pak. The surgeon stated that the pt is doing well and no additional follow-up info will be provided.

Manufacturer narrative:
The customer's complaint history was reviewed for the previous year, and this was the first event reported regarding this issue for this facility. As the customer did not retain the lot number, therefore the DHR and lot history could not be reviewed. A sample was not returned for this complaint, therefore root cause could not be determined. The customer was reminded to return all associated products and/or fibers to assist with identifying root cause. Alcon will continue to monitor the customer complaints and will take action for any further occurrences as is deemed necessary. This report was mailed to FDA on: 08/21/2009.